Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while setting up for a dbs case and the camera cart kept shutting down and a draining orange battery icon would flash in the lower left corner of the main and camera cart monitors while the system was plugged into ac power. They changed outlets in the or multiple times but the issue persisted. She was checking with the hospital staff to see if there was a power issue in the or, but they swapped out the system to continue setting up for the case. There was no patient involvement. They confirmed connections to and from camera cart ups were seated well. No lights of concern on camera cart ups. They took camera cart battery out and did not see any signs of leakage. Some of the outlets that were tried were on a boom. When performing the battery stress test, both carts were on 100% before unplugging. After system was unplugged for one minute the main cart was at 98% and the camera cart was at 0%. The camera cart stayed at 0% but did not shut off, main cart was at 93% after three minutes unplugged. They confirmed connections to and from camera cart ups were seated well. No lights of concern on camera cart ups. They took camera cart battery out and did not see any signs of leakage.

Manufacturer narrative:
H3 - a manufacturer representative went to the site to service the system. Replaced camera cart battery and power supply. Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735771, serial/lot #: -, ubd: , UDI#: ; product ID: 9735788, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.